Event description:
The immulite 2000 allergen wedge has a small bar code located on the lower left of the open side of the wedge. This bar code is read along with the allergen tube bar codes when the wedge is manually scanned by the operator. This small bar code identifies the wedge to the instrument. On some of the allergen wedges this small bar code was placed on the wedge upside down. When these wedges are scanned, the instrument may not correctly assign the positions of the allergen tubes placed in the wedge. This may result in the incorrect allergen being pipetted. The affected wedges can be readily identified by looking at the bar code label described above. If the number printed on the label is to the right of the bar code, the label is correct and the wedge is acceptable to use. If the number is to the left of the bar code, the wedge will not read correctly and must not be used.